Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with chipped on both front corners of top case, cracked on right plunger case and broken standoff on bottom case. Investigation unable go into even history log due to blank screen and constant alarm. Visual inspection and power up process were performed. The customer's reported problem was confirmed. According to the investigation, blank screen with constant alarm was found at power up which caused by incomplete upload from base to head from customer. Service's replaced the pump main board and interconnect board, top case, bottom case (gasket falling off), plunger cases (cracked), size pot, worm gear (old blue gear), leadscrew. Installed cable guard (missing). The problem source of the reported problem is user interface.

Event description:
Information was received indicating that during bench-testing of this smiths medical medfusion 4000 pump, the pump exhibited blank screen alarm and had damaged top case. It was reported that there was no patient involvement.